Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 360 device experienced an unexpected shutdown during patient use. It was reported that the unit was infusing diltiazem when the pump shut off, it was also noted that the pump was plugged in at the time, but when it was turned on, the pump had a new error stating "battery not installed" and the pump would not stop beeping. The device was operating in alternating current (ac) mode and was also noted that the unit had an alarm. Agiliti will perform the testing and the customer is not requesting joint testing. There was a patient involved but no patient harm was reported.